Manufacturer narrative:
Supplement report 01/28/2021: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. Additionally, insect contamination was discovered throughout the unit. The root cause for the contamination was ingress of an unknown liquid and insects. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment. H4. Device manufacturer date: electrode belt: 11/06/2013. Charger: 03/07/2016. Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
Supplement report 01/28/2021. A us distributor reported that a patient's belt connector was damaged and the patient was experiencing a battery charger problem. A us distributor reported that a patient's battery pack was unable to charge.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's battery pack was unable to charge.